Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to blood glucose (bg) of over 600 mg/dl. While in the hospital, the customer did not receive treatment and the doctor had the customer bolus via pump to address bg. The customer was discharged the same day with no permanent damage. Tandem technical support performed a pump system check and verified the pump to be functioning as intended.